Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that eight years ago the patient had a refill and experienced one or more of the following symptoms: metallic taste in the mouth, chills, hypertension, increased pain, and withdrawal symptoms. The patient had a tear in the catheter so she was hospitalized and the pump was replaced. At the time of the report the pump was being used to deliver hydromorphone.